Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); (unknown cause of endoleak); patient¿s condition affected effectiveness of device (type ii endoleak). Conclusion: (unknown cause of endoleak); known inherent risk of a procedure (endoleak); device failure related to patient condition (type ii endoleak).

Event description:
Post-implant cta's at 3 years post implant were reviewed. The films showed that the bifurcate/cuff was positioned just below the renal arteries. The ipsilateral limb was positioned in the right common iliac, the contra limb in the left common iliac. The proximal stent graft od is 33 x 36mm. The max aaa diameter is 8cm. A small amount of contrast is seen in the mid-sac, which appears to be from a lumbar type ii. No proximal type I or other endoleak is seen. The stent grafts are patent, with no stent graft kinks or compression seen. There is calcification seen within the sac, with possible coils or glue seen in the distal sac. An angiogram study could not confirm a proximal type I endoleak or any other endoleak. Glue was seen placed within the aneurysm sac and around the stent graft. No stent graft issues were seen following the procedure. Post-implant cta's, show that the bifurcate/cuff was positioned just below the renal arteries. The proximal stent graft od is 33 x 37mm. The stent graft od within the aaa sac appears to have been wrapped/glued. A possible type ii lumbar is again seen. No proximal type I is seen. The max aaa od is 8.2cm. As in the previous cta study, there is calcification or possible coils/glue seen primarily within the distal sac. The aortic body was observed "wrapped"; the wall thickness of the stent graft appeared thicker than the previous images. The cause of the reported proximal type I endoleak is unknown. The cause of the aaa enlargement was likely from the type ii endoleak; anatomy related.

Event description:
A talent stent graft was implanted in a patient for the endovascular treatment of a 5.2 cm in diameter abdominal aortic aneurysm. Aneurysm and vessel morphology at the time of implant are unknown. It was reported that an unknown endoleak was discovered, resulting in aneurysm enlargement. The patient was sent for an angiogram. A month later an angiogram revealed that it was a type ii translumbar endoleak. The physician placed some glue in the sac to resolve the endoleak. A year later the aneurysm is now 7.2 cm in diameter. An angiogram was done noting a proximal type I endoleak. Glue was placed in the aneurysm sac to try and stop the aneurysm growth. The patient will be monitored by the physician. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Method: films.